Event description:
The customer reported that two new heater coolers are not cooling down to our target temperatures on the cardioplegia lines as rest off the quest they own. Also on one device, when you hit the cpg "cold" option, the systemic water temperature starts to drop and the cardioplegia lines don't get cold."

Manufacturer narrative:
Cardioquip service was notified by a customer via email on 3/13/23 that their device's cardioplegia lines were not cooling down to the target temperature. There was no patient involvement reported in association with this incident. A cardioquip technician investigated the device on 3/21/23 and identified that the device's cpg valves and clear top relay were not functioning properly and required replacement. The technician replaced the components which malfunctioned. Following replacement, the device passed inspection, and is fully operational.